Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were malformed in a teardrop shape. They used a second device and completed the case. The second device is returning due to the surgeon was still not happy with the outcome of the closure shape of the clip. Pt had no consequence reported.